Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter was reading inaccurately high compared to their feelings and/or normal results. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call and additional information obtained when the medical surveillance specialist listened to the call recording. The patient stated that the alleged issue began at an unspecified time and date approximately 2 ¿ 3 weeks prior to contacting lfs. The patient claimed obtaining blood glucose readings of ¿561, 598, 549, 407 and 456 mg/dl¿ with the subject device which they felt were inaccurately high compared to their feelings and/or normal readings. The readings were obtained between the hours of 4:31 p.m., and 10:53 p.m., on (B)(6) 2025. The patient was unwilling/unable to confirm if a blood glucose test had been performed on any other device. The patient manages their diabetes with fixed dose insulin (type and dose not specified) and advised that they increased their insulin to 100 units in response to the alleged issue. The patient advised that they initiated changes to their medication 2-3 weeks prior to the event; no further information was provided. The patient reported that an unspecified date/time after the alleged inaccuracy issue began, they ¿felt dizzy¿ and that their ¿body started cramping¿. The patient reported that they as a result of the alleged issue, they were hospitalised (date and time not specified) and reportedly received intravenous and oral medication (medication not specified) from a health care provider. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that the patient was unable/unwilling to perform a control solution/quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention for a possible acute complication of diabetes after the alleged inaccuracy issue occurred. The device could not be ruled out as a cause and/or contributor to the alleged event.